Manufacturer narrative:
A ge service rep performed an onsite investigation. The service rep replaced the video cable. The system was tested and found to be working as intended and put back in service.

Event description:
The customer reported that the system had an intermittent problem with exposure. No pt injury was reported.